Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) lowest knob on the right was loose, not functioning well and wiggled inside the housing. It was noted that the menu encoder was loose in the case and the atrial output connector was broken. It was further noted that the hanger was cracked. Additionally, it was noted that the upper case was contaminated between the case and the keypad and the keypad window was scratched. Furthermore, it was noted that the backlight was unable to light up. The epg was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) lowest knob on the right was loose, not functioning well and wiggled inside the housing. There was no patient involvement.